Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance, as well as a high out of range shocking impedance for this patient's right ventricular (rv) lead. A non-invasive programmed stimulation (nips) procedure was done successfully, and the lead remains implanted and experiencing normal values. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this system exhibited noise and pacing impedance measurements greater than 2000 ohms on the rv channel. A revision procedure was performed and the lead was removed from service and replaced. The associated device was also replaced during this procedure due to normal battery depletion. The root cause of the reported clinical observations was not confirmed. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.